Manufacturer narrative:
(B)(4). Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The insulin pump was received with scratched case, minor scratched lcd window, and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump screen had cracked and now all they can hear was beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.